Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician reported hospitalization due to low blood glucose. Customer over-delivered insulin and blood glucose level decreased to 30 mg/dl range. Customer was unresponsive. Physician stated that the current blood glucose reading is in 250 mg/dl range. Nothing further reported.